Event description:
During a code blue, one of the nurses involved in the resuscitation of the pt went to change out the "multifunction adult preconnect electrode" that connects to the cardiac defibrillator - due to the fact that the one that was on the pt was not adhering to the pt's skin fully -most likely due to the fact that the pt was covered in sweat and was very hairy-. When she went to connect the new electrode to the machine, she could not make the connection. She immediately connected the manual electrode "paddles" to the machine and was able to shock the pt. After some time, the pt was pronounced dead. It is not believed that the delay in changing from the electrode to the paddles had any effect on the outcome of the code due to the short delay. However, the needle to report the defective electrode still exists. Upon investigation by our biomed department, it was noted that the distal -male-end of the electrode that would not connect was approx 1/8 longer than other electrodes in house by the same company. It is designed to snap into the wires -female end- that goes to the defib machine. A quick check was made of the lot and date of this particular electrode and it was noted that, although this one was longer than the others, the lot# and dates from others were the same as this longer one. We immediately checked all electrodes in house and in our material management dept to ensure that no other defective electrodes were present. Today -2009- I called the company who manufactured the electrode to see if they were aware of any other similar problems. They were not. Also tried to call FDA to report and was connected to an answering machine. The following is the info: name of product;: multifunction adult reconnect electrode -this is a single use product- medi-trace cadence--pc. Company: kendall -tyco healthcare - lot# 829127 use by 2010-10. Dates of use: 2009. Diagnosis: code blue.